Event description:
Procedure: lar. According to the reporter: after firing, a part of tissue was not cut and the device could not be removed. The surgeon got the rectum out of the anus and cut and treated the uncut part with another device (cooper scissors, etc), which resulted in the unanticipated tissue loss. After that, leak test was performed and leak from a part of the staple line was observed. Therefore, the part was sutured laparoscopically, and covering stoma was created. The covering stoma was not planned originally.

Manufacturer narrative:
(B)(4).